Event description:
It was reported that the patient recorded a twenty-four hour period of atrial fibrillation, a condition that the patient does not have. At the same time the atrial impedance rose sharply. The bipolar impedance was out of range, yet the unipolar impedance was within normal limits. Noise was also noted on the lead. The lead will remain in use programmed to unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.